Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a allergic reaction under the lifevest equipment. Patient described the area as itchy red marks. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the allergic reaction improved. A us distributor contacted zoll to report that a patient developed a allergic reaction under the lifevest equipment. Patient described the area as itchy red marks. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the allergic reaction improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a allergic reaction under the lifevest equipment. Patient described the area as itchy red marks. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the allergic reaction improved.